Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, prying/leveraging, and/or excessive force being used.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/01/2025, a sales representative reported via phone that an ar-2260bc implant delivery systems screw itself when inserted the driver would not come out. This occurred during a distal biceps procedure; the screw was able to remain in the patient, and a lot of pressure was applied while malleting to remove the driver. This resulted in a delay of about 5 minutes that did not require additional anesthesia. There was no harm to the patient.